Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage, there was a slight evidence of blood on the outer box. A visual inspection determined that the pouch was not returned only the clamshell and empty accessory tray; the clamshell was empty with no components inside. To verify that the device was not distributed without any components, the device history record (DHR) was obtained and reviewed with special focus on the results of the evh packaging procedure. The records show the device lot conformed to all applicable procedures and specifications. Specifically, the lot passed all the packaging inspection. Based on the received condition of the device, the reported complaint is confirmed. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, the vasoview 6 pro packaging was opened, the blister was inside but no vasoview device was in the translucent blister, neither was there an accessory in the white blister. A replacement device was used to complete the procedure. The hospital did not report any patient effects.